Event description:
Complainant alleged that while attempting to cardiovert a patient the electrode pads caused the associated defibrillator to display a "poor pad contact" message. Complainant indicated that the patient was further treated with defibrillator paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.